Manufacturer narrative:
The device manufacture date for this product is october 30, 2013.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that the communicator was not working and had exposed communicator power cord wires. A boston scientific company representative verified that there might recent power outages. The company representative assisted in troubleshooting but was not successful. The company representative advised the patient to replace the power cord. The patient received the new communicator power cord. The communicator showed latitude temporarily unavailable (ltu) code. The company representative assisted the patient to perform a communicator power cycle and was successful. The communicator remains in service. No adverse patient effects were reported.